Manufacturer narrative:
(B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted."

Event description:
It was reported to vyaire medical that the revel ventilator experienced o2 issues when using high pressure. The customer also stated that the lps (low pressure supply) connection was inoperative. The customer confirmed there was no patient involvement associated with this reported event.

Manufacturer narrative:
Result of investigation: vyaire medical was unable to confirm the issue - unit was having o2 issues when using high pressure. Service tech was unable to duplicate the reported inoperable lps connection & o2 issues. The unit passed 72 hours of extended run in & our initial testing with no abnormalities found.